Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b4, b5, d6a, g3, g6, h2, h6, h10, h11. Traumatic events, such as a fall onto an implanted shoulder can lead to implant loosening, bone and/or implant fracture(s), dislocation, disassociation and/or migration of the prosthesis. The treatment of is based on the impact to the prosthesis type and stability, rotator cuff status, and available bone stock. Symptoms can include pain, swelling, inability to move shoulder, grinding sensation, deformity, and loss of normal use of the arm if nerve injury occurs. The upper extremities are not used for mobility; therefore, the device would not cause or contribute to the traumatic fall that led to the reported event. As the complaint indicates, the patient sustained an external trauma "fall" that caused the complication with no allegations against the device prior to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 6 months post implantation due dislocation after a fall. The glenosphere, bearing, and tray were replaced.

Event description:
It was reported that a patient underwent a revision procedure due to unknown reasons. The glenosphere, bearing, and tray were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: +3mm thickness 40mm diameter bearing cat# 110031428 lot# 65994931. Mini +5mm thickness +3mm taper offset 40mm diameter humeral tray cat# 110031403 lot# 64909220. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.